Event description:
Ous MDR - it was reported that the data transmission (homemonitoring) on (B)(6) 2018 showed the pacing impedance value out of range (< 200 ohms). Afterwards, during an in-office follow up all measurements were normal but provocative manoeuvres evoked oversensing. The lead was capped and only a proximal part could be explanted. An implant date was not reported.

Manufacturer narrative:
A fragment of the linox smart under complaint as well as of the previously implanted kainox, which was already capped in 2017, were returned. The linox smart was cut 10.5 cm distal to the is-1 connector pin. Only the proximal lead fragment was available for analysis. During the visual inspection of the lead fragment the insulation was found rubbed through 8 cm distal to the is-1 connector pin. This damage can be considered as the root cause for the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the kainox was found cut 15 cm distal to the connector pin. The available proximal lead fragment was subjected to an analysis. The lead body demonstrated severe abrasion marks in several positions indicating interaction with the generator housing. The insulation was however intact. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.